Event description:
Bilateral breast augmentation 25 years ago - gels. Concerned about questionable dbecreased size. Pt underwent bilateral implant removal - both implants were ruptured. Implants replaced with mentor silicone gel implants.